Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. A second fiber was opened, and the fiber tip broke again. A third fiber was used to complete the procedure with no patient complications. This event is for the second device.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the glass cap was detached from the fiber and not returned with the device. It was confirmed that the device has the potential for forward firing. The metal cap exhibited severe detritus adhesion on its surface. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The fiber passed the connector segment verification test. Based on analysis result, the interaction between the user and device, caused or contributed to the observed fiber damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip broke. A second fiber was opened, and the fiber tip broke again. A third fiber was used to complete the procedure with no patient complications. This event is for the second device.